Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: a review of the dimensional verification, complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used bent coaxial catheter of the mpis-401-nt-u-sst sst micropuncture transitionless access set was returned. A kink was noted at the apex of the bend 4.5cm from the distal tip. The tip for the outer sheath was noted to be cracked and frayed. No other damage was noted on the device. The device outer diameter was within specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, while reviewing the subassembly lots four nonconformances were noted. These nonconformances were for shaft damage, outer shaft damage, inner shaft damage, and incorrect length. While some of these may be related to the reported failure, it should be noted that all affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that the event cannot be traced to the device, but likely lies with the patient condition as calcified anatomy was reported. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the tip of the sheath in the micropuncture transitionless access set was damaged due to the patient's calcified anatomy. A patient of unspecified age and sex was undergoing an endovascular therapy procedure to treat a chronic total occlusion lesion of the superficial femoral artery utilizing two different access points, femoral artery and back of the knee. This report concerns the event during the puncture at the back of the knee. The physician punctured the back of the knee with the needle contained in the micropuncture transitionless access set to approach the lesion from a different direction when the complaint sheath became damaged due to calcifications at the puncture site. A dilator was used prior to the insertion of the complaint sheath. Another micropuncture transitionless access set sheath was used to successfully complete the procedure. No patient adverse effects have been reported.